Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04691. It was reported that the patient's left l1 drg lead is eroding out of the skin. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04691. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which one lead was explanted and replaced. Issue resolved and therapy has been restored. Both of the patient's leads are being reported because it is unknown which lead is liable.